Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station was offline. The user rebooted the device and confirmed that both the network cable and power cable were securely connected; however, the station remained offline.the customer stated that they were unable to access the medication, and the user managed to get the medication from pharmacy, which caused a delay to the patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A field service engineer (fse) addressed an issue where the station was not powering up, and the cause had been isolated to a faulty drawer. The fse confirmed that the issue originated from drawer 4 full height cubie and diagnosed a faulty diode on the drawer control printed circuit board. The fse replaced the printed circuit board, after which the station was restored to normal functionality. The system functioned as intended after the field service engineer repaired the device.